Event description:
Breg rec'd legal notice of filed lawsuit with use of pain care product. Pt had left shoulder surgery on (B)(6) 2007 and alleges that breg pain pump was used. Pt now alleges glenhumeral chondrolysis and degeneration of cartilage.